Manufacturer narrative:
A visual examination of the returned device found that the distal handle was fully retracted and the stent had been fully deployed. The stent was not returned for analysis as it was successfully implanted. The inner lumen was detached from the stent system just distal from the inner member jacket. The inner lumen and the clear outer sheath were kinked. No other issues were noted to the device. The condition of the returned device was consistent with the complaint that the inner catheter detached. During manufacturing, the stent systems are inspected to met all product specifications prior to release for distribution. Therefore, the detachment of the inner lumen is likely due to procedural/anatomical factors and the most probable root cause is operational context. From the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient reported to be (B)(6). (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stenting procedure within the duodenum on (B)(4), 2011. According to the complainant, a piece of the inner catheter detached and fell into the patient. The physician needed to use biopsy forceps in order to retrieve this device fragment. Despite this issue, the physician was able to successfully deploy this stent at the intended location. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stenting procedure within the duodenum on (B)(6), 2011. According to the complainant, a piece of the inner catheter detached and fell into the patient. The physician needed to use biopsy forceps in order to retrieve this device fragment. Despite this issue, the physician was able to successfully deploy this stent at the intended location. There were no patient complications reported as a result of this event. The complainant reported that the patient's anatomy was "a little" tortuous. Moderate force was required during stent deployment and the inner catheter separated from the stent system during the deployment.